Event description:
A customer reported that approximately one-quarter of their patients tested for lead (pb) using the leadcare ii system with capillary blood showed elevated results (>3.5 g/dl). These patient samples were sent for confirmatory venous blood testing, which showed blood lead levels within normal ranges. An investigation conducted by the sales representative determined that the user was not following cdc-recommended capillary blood collection procedures as prescribed by the leadcare ii instructions for use. Specifically, the user dried the patient's hand with paper towels prior to sample collection, which is a deviation from the cdc's recommended procedure.